Manufacturer narrative:
The device history record (DHR) for lot 16j175362 indicates that there were no defects found in 80 samples inspected from each lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. A review of the machine setup was conducted and that there were no issues. The product manufacturing processes for the woven, autobanders, vistec and gauze sponges was updated to include the potential of a miscount. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Because a sample was not provided, a product analysis can be conducted. The potential root cause for the reported condition may be the scale challenge for weight count was not set up correctly on au tobanders. Added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. Product originates from the manufacturing facility and then goes to another source to be used; it is also possible that sponges could have been miscounted during the outside process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the criteria for in-process inspection. This evaluation is performed at a heightened sample size for miscounts. A formal corrective and preventative action (CAPA) has been initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. The production process has been updated to include this complaint code and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heightened level for products packaged using banded 10¿s for miscount. This heightened testing is performed to ensure containment for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with surgical gauze. The customer states 2 packs were received with the wrong amounts one with 8 instead of 10 and another with 9 instead of 10.